Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced difficulty emptying her bladder. She was treated with magnesium citrate and a foley catheter and the event resolved on (B)(6) 2016.

Manufacturer narrative:
Expiration date and device manufacture date updated.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced difficulty emptying her bladder. She was treated with magnesium citrate and a foley catheter and the event resolved on (B)(6) 2016. Additional information received on april 26, 2018: the event of difficulty emptying the bladder experienced on (B)(6) 2016 resolved on (B)(6) 2016. Additional information received on august 15, 2018: on (B)(6) 2018, the patient presented with lower urinary tract infection. She was treated with amoxicillin and is recovering. Additional information received on october 24, 2018: the patient had a history of chronic uti which was present prior to the study. Therefore, the event of lower urinary tract infection has been deemed non-reportable.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced difficulty emptying her bladder. She was treated with magnesium citrate and a foley catheter and the event resolved on (B)(6) 2016. Additional information received on april 26, 2018: the event of difficulty emptying the bladder experienced on (B)(6) 2016 resolved on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced difficulty emptying her bladder. She was treated with magnesium citrate and a foley catheter and the event resolved on (B)(6) 2016. Additional information received on (B)(6) 2018: the event of difficulty emptying the bladder experienced on (B)(6) 2016 resolved on (B)(6) 2016. Additional information received on august 15, 2018: on (B)(6) 2018, the patient presented with lower urinary tract infection. She was treated with amoxicillin and is recovering.

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted during a pelvic floor reconstruction procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced difficulty emptying her bladder. She was treated with magnesium citrate and a foley catheter and the event resolved on (B)(6) 2016. Additional information received on april 26, 2018: the event of difficulty emptying the bladder experienced on (B)(6) 2016 resolved on (B)(6) 2016. Additional information received on august 15, 2018: on(B)(6) 2018, the patient presented with lower urinary tract infection. She was treated with amoxicillin and is recovering. Additional information received on october 24, 2018: the patient had a history of chronic uti which was present prior to the study. Therefore, the event of lower urinary tract infection has been deemed non-reportable. Additional information received on december 3, 2018: on (B)(6) 2016, the patient presented to the emergency department and was treated with a foley catheter to address the event of difficulty emptying her bladder presented on (B)(6) 2016. She was also prescribed with amoxicillin. The investigator assessed the event as moderate in severity, not pelvic floor related, possibly related to the procedure, not related to the device, and not related to the delivery device.

Manufacturer narrative:
Patient ID: (B)(6). The problem code 2119 captures the reportable event of urinary retention. Study name: (B)(4) uphold lite. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.